Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of feeling bad. The lead exhibited loss of bipolar capture. The lead was replaced.